Manufacturer narrative:
Tandem¿s t:slim g4 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's clinical diabetes educator accidentally ran the fill tubing process while the customer was still connected to the pump. Reportedly, the customer received about 14 units of insulin. The customer's blood glucose level was 60 mg/dl. Further troubleshooting regarding the reported issue was declined.